Manufacturer narrative:
Field service performed significant troubleshooting which included cleaning/decontaminating, replacing, rebuilding, and adjusting multiple parts, however, the nozzle pairs 2-3, wash solution (rohs) was determined the likely cause. Field service also performed an internal decontamination of the processing module and, after reviewing instrument logs, added a smartwash between triglyceride and ldh to limit reagent crossover contamination. A service history review for architect (B)(4) revealed no additional erratic ldh results, nor did it identify any service or complaint issues that may have contributed to this issue. A review of the product labeling concluded that the issue is sufficiently addressed. A 12-month search for similar complaints identified no adverse trends of the nozzle pairs 2-3, wash solution (rohs). A review of the clinical chemistry instruments data revealed no systemic issues or adverse trends associated with the discrepant result issue described in this complaint. The architect c16000 erratic result rate is within acceptable limits with no adverse trends identified. No product deficiency or systemic issue was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. After further evaluation, the suspect medical device was changed from clinical chemistry lactate dehydrogenase reagents to the architect c16000 analyzer. MDR number 1628664-2018-01980 was previously submitted for the reagent and all further information will be documented under this MDR number. An evaluation is in process.

Event description:
The customer observed multiple imprecise lactate dehydrogenase results while using the architect c16000 analyzer. The following data was provided. Patient 1 sid (B)(6). Specimen 1 initial (drawn in the morning, tested at 5:00 p.m. Using the c16000 analyzer sn (B)(4)) 388.6 u/l, repeat 182.93 u/l, repeat using c8000 analyzer sn (B)(4)) 329.32, 179.63 u/l specimen 2 initial (drawn in the afternoon, test time not provided using the c16000 analyzer sn (B)(4)) 173.69. Multiple replicates for the patient ranged from 159.57 to 181.97 u/l, however no draw time or analyzer used were provided. Patient 2 sid (B)(6) initial 259.53 u/l, repeat 172.94 u/l. Patient 3 sid (B)(6) initial tested using c16000 analyzer 368.73 u/l, repeat using the same analyzer 189.11 u/l, repeat using the c8000 analyzer 193.34, 197.06 u/l. Patient 4 sid (B)(6) initial tested using c16000 analyzer 345.47 u/l, repeat using the same analyzer 195.67, repeat using the c8000 analyzer 208.96. The customer stated this patient is usually close to 200 u/l. Per the product package insert, the reference range for the assay is 125 to 220 u/l. No impact to patient management was reported.